Event description:
A report was received that a bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis concluded that the complaint of the patient having difficulty charging has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1.

Event description:
A report was received that a bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient was reportedly doing well following the procedure.